Manufacturer narrative:
The engineer received immediate medical treatment at the time of the event. The engineer was not properly trained and was not wearing the appropriate gloves for the work being conducted. The technical documentation for the magnetom avanto provides clear warnings and instructions regarding servicing of medical devices. This event occurred in (B)(6).

Event description:
It was reported to siemens that an adverse event occurred while servicing the magnetom avanto mr system. After a magnet quench, the nw40 helicoflex seal fell off when the engineer was replacing the burst disc metal 1.8 bar. Helium gas leaked and the gloves worn by the engineer were not thick enough, resulting in a second to third degree burn to the engineers left index finger. The engineer was evaluated and received medical treatment at the time of the event by a medical professional. We are unaware of any further impact to the state of health of the engineer involved.